Event description:
Boston scientific crm received information that this clinic nurse contacted technical services in (B)(6) 2009 to report that this device and lead system was exhibiting a greater than 2000 ohm right ventricular (rv) pacing impedance measurement associated with loss of capture. At implant, the pacing impedance was in the 1700-2000 ohm range. The daily measurements recorded 1600 ohms followed by 2000 ohm readings. The patient is not pacemaker dependent and no inappropriate episodes (due to electrogram noise) were observed. Technical services informed the clinic nurse that the normal impedance of this high impedance lead is 450 to 1800 ohms and reports of greater than 2000 ohms with no capture could represent a connection issue. The clinic nurse was planning to have a chest xray taken to assess the system. Subsequently, boston scientific crm received information from the local representative that this patient was presented to the electrophysiology (ep) lab for an rv lead revision procedure due to dislodgement. The existing rv lead was repositioned onto the septal wall. Lead diagnostic testing was performed as well as induction testing. No further intervention was required. There were no patient adverse events reported. Subsequently, boston scientific crm received information that this patient's latitude system detected two red alert for high rv pacing impedance . The local representative and clinic nurse were notified. The clinic nurse started reviewed the data upload on the latitude physician web site. The local representative contacted technical services to discuss this lead's impedance measurement history. There was no electrogram noise identified, however, there has been a gradual increase in rv pacing impedance measurements (from 1000-1100 ohms to greater than 2000 ohms). Technical services advised bringing the patient in-clinic to assess the rv lead.

Manufacturer narrative:
Patient support was notified that this patient now resides in another state and requires information on another clinic to have her device/lead system checked. Patient support provided a listing of other clinics. The patient informed patient support that she was scheduled to have her device/lead system checked including a chest xray. The available information suggest that her device and rv lead remain in-service. The event will be reopened if additional information is received and/or products are returned for laboratory testing.

Manufacturer narrative:
Boston scientific received information in late (B)(6) and early (B)(6) 2010 from the local representative that this patient's rv leads pacing impedance measurements were greater than 2000 ohms associated with an rv pacing threshold of 1.3 volts. The patient was presented to the ep laboratory for an rv lead revision procedure. The set screws were checked and the rv pacing impedance was measured. Since the rv pacing impedance measurement was still high, the chronic rv lead was surgically capped and replaced. The chronic device remains inservice. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.